Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) has been used as a default.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test a discrepant result was obtained by the consumer. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer serial testing with the vah kit, she has used both test in the box. Her results are saying postive on the 2nd test she used. "

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a negative and then a positive result¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test a discrepant result was obtained by the consumer. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: "customer serial testing with the vah kit, she has used both test in the box. Her results are saying postive on the 2nd test she used. "